Event description:
Pediatric mayfield horseshoe was wrapped in a cotton material product and placed on mayfield frame for procedure. During first part of procedure, when the head was moved, the right gel pad became dislodged and fell off the horseshoe frame. The head was unstable and unsupported. Nurse went under the drapes and replaced the gel pad. Case continued without incident. No patient harm.gel pads are difficult to slide on and the plastic clips seem to be brittle. The gel pad was missing one of the security clips.device #1is this a laboratory device or laboratory test?no.